Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilation but it could not cross the lesion due to calcification and it was noted that the balloon exploded in the process of expanding. The procedure was completed with the same device. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 8mm from the tip of the device. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilation but it could not cross the lesion due to calcification and it was noted that the balloon exploded in the process of expanding. The procedure was completed with the same device. There were no patient complications reported.